Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The customer reported to have replaced the gui to bdu cable assembly, and performed extended self-testing on the device. The unit passed all tests and calibrations. (B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator generated error messages regarding loss of communication between the graphic user interface (gui) to breath delivery unit (bdu), and inoperable. There is no patient involvement.